Manufacturer narrative:
The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter, serial number is unknown, when compared to a laboratory result using the stago neoplastine method. The meter result was 4.6 inr and about 15 minutes later the laboratory result was 3.2 inr. On (B)(6) 2019 the meter result was 3.9 inr and about 15 minutes later the laboratory result was 2.8 inr. On (B)(6) 2019 the meter result was 3.2 inr and about 15 minutes later the laboratory result was 2.4 inr. The patients hct level is 31.2%. The patients therapeutic range is 2.5 - 3.0 inr and tests weekly. The patient is felling ok. There was no allegation that an adverse event occurred.